Event description:
Boston scientific received information that this patient's home monitoring system transmitted that a high, out-of-range (oor), shock lead impedance for this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) system was detected. The patient's health care professional (hcp) consulted with boston scientific technical services (ts) and it was determined that a lead impedance of 129 ohms was detected. It was discussed that with this single coil lead the shock lead impedance has historically been high with some variability. Clinic evaluation done a few months ago, showed that daily measurements were close to 125 ohms at times. There were no episodes in the arrhythmia logbook and everything else looked fine. It was discussed that a clinic evaluation could be considered. No adverse patient effects were reported. At this time the system remains in service.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.